Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8835, serial#: (B)(4), product type: programmer.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving fentanyl [1500 mcg/ml] at a rate of 195 mcg/day and bupivacaine at an unknown concentration and dosage via intrathecal drug delivery pump for no n-malignant pain. It was reported that the priming bolus volume was entered incorrectly on the programmer. The catheter was cleared and a roller study was performed at 0.01 milliliters (ml) prime - after that the catheter was re-primed but instead of putting the prime volume to 0.182 ml it was primed with 0.082 ml. The correction was made and the patient is doing well.